Manufacturer narrative:
(B)(4) has requested that the product be returned to our company for testing, but the unit has not been received.

Event description:
A consumer reported that their thermometer was giving (B)(6) readings on their child. The device allegedly was reading 4.3 degrees lower than the patient's actual temperature. The child was seen by a doctor where it was confirmed that she had a low grade fever and strep throat. There were no complications from this incident, and the patient is doing well. (B)(4) has requested that the product be returned to our company for testing.